Event description:
It was reported that 60 in ultra minibore extension set tubing cracked while being disconnected. The following information was provided by the initial reporter: material #: me2017 batch/ lot #: unknown it was reported that the end piece of the tubing cracked while being disconnected. Verbatim: rn went to flush and hep lock PICC line after abx finished infusing. When disconnecting the tubing, the end piece of the tubing cracked off and remained in the cap of the red lumen of pt's PICC. Rn changed cap and saved the cracked tubing and cap.

Manufacturer narrative:
Correction device available for eval no. H2: device return to manuf .? :no. Investigation summary no product or photo was returned by the customer. The customer complaint of end piece of tubing could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Based upon similar complaints received from the customer, it is very likely the male luer was broken. A device history record review could not be performed on model me2017 because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 60 in ultra minibore extension set tubing cracked while being disconnected. The following information was provided by the initial reporter: material #: me2017, batch/ lot #: unknown. It was reported that the end piece of the tubing cracked while being disconnected. Verbatim: rn went to flush and hep lock PICC line after abx finished infusing. When disconnecting the tubing, the end piece of the tubing cracked off and remained in the cap of the red lumen of pt's PICC. Rn changed cap and saved the cracked tubing and cap.